Event description:
The hospital reported that during preparation, the collagen coating of hemashiled gold woven d.v. Aortic arch vascular graft appeared to be discolored. A replacement device was used to complete the procedure. The hospital did not report any pt effects.

Manufacturer narrative:
Investigation results: the device was returned to the factory for evaluation. It was received in its original carton and sealed blister packaging. A visual inspection determined that there were areas where the collagen coating appeared darker in some areas of the graft. This discoloration is consistent with that of the aging of the graft after sterilization, and is considered cosmetic in nature. A lot history record review was completed for the reported product lot number. There is no nonconformance recorded in the lot history. (B)(4).